Event description:
The abbott medical optics (amo) office in (B)(4) received a report that a (B)(6) male pt experienced ocular pain and 'corneal burns' after applying lenses (brand name and type unk) which he had mistakenly soaked in totalcare daily cleaner. The pt sought treatment from a doctor (treatment unk), and was reportedly off work for two days. No additional info is available or expected.

Manufacturer narrative:
Lot number of solution used by pt is unk, and the MFR does not have any pt info that would allow us to further our investigation of lot number and adverse event details. It is unk if the device failed to meet specifications as we have not received the complaint sample for analysis nor have we received an identifying lot number to perform product investigation. The device was most probably being used for treatment, as this type of device is not typically used for diagnosis. The relationship, if any, of the device to the reported incident / adverse event is unk. The complainant reported an association between the amo device and the reported event. However, because we have not received the complaint sample for analysis; nor have we received an identifying lot number to guide our testing, we have been unable to determine the relationship. Root cause has not been established. All pertinent info available to amo has been submitted. Should new info that changes the facts and/or conclusion become available, a supplemental report will be submitted.